Event description:
It was reported that during the lateral ankle ligament repair, the inserter of the first anchor broke. The broken pieces were retrieved from the patient. After reloading, the pull suture snapped and it was necessary to use the fiberwire (ar-7200) to save the remaining piece of the repair suture. In addition, the second anchor failed to deploy in the drilled tunnel. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.